Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms (alarm 6) occurred. Reportedly, the customer was not outside of the labeled operating altitude range. Customer's blood glucose level was 97 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy as the cartridge alarm was successfully cleared.